Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned in two pieces. Visual inspection found full breach outer insulation degradation in two locations adjacent to the connector boot and at the distal region.

Event description:
This report is to advise of an event observed during analysis.